Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in (B)(6) on 06-oct-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Consumer's concomitant conditions included allergy to metal, diabetes and hypertension. The medication she take were: metformin, forxiga, levemir insulin, fluoxetine and another medication for blood pressure, the name of which she does not remember. Immediately after essure insertion, consumer spent a few days in bed without being able to move from the pain. Two months after the implant, she started to have strong ovarian pain. She said that it was like period pain, but much stronger, almost like contractions. Since then, she was experiencing constant pain that she cannot relieve with anything. She usually takes buscapine or enantyum. She also experienced constant utis (urinary tract infections) and problems with candidiasis infections. In the last few months, she experienced irregular periods and bleeding between periods. According to the consumer, a week after a period, she starts intermenstrual spotting again. Two months ago, she underwent a hysteroscopy and another one will be performed. She was told that device and her ovaries will be removed. As a result of the process and the pain, she suffered from depression. Consumer wanted compensation for all the damages and to report her situation. Follow-up information was received on 14-oct-2015 from consumer and case was upgraded to incident: a hysterectomy was performed due to the pain she was suffering, and they wanted to remove the device. However, it was not possible to remove it because the flesh was too developed around the device and it could not be removed. On (B)(6) 2015 she will have a new medical appointment to assess and perform preoperative examinations for the ovaries removal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had pain immediately after essure (fallopian tube occlusion insert) insertion. Additionally, she developed bleeding between periods. She was submitted to a hysterectomy due to her pain. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer developed pain in close association with essure procedure. Therefore, causality with the suspect insert cannot be excluded. Regarding her bleeding (interpreted as genital bleeding); it started more than 6 years after essure placement. Although temporal relationship for this event is weak, since no alternative explanation was provided; causality with essure cannot be excluded. This case was initially considered a non-incident. However, since a hysterectomy for device removal was reported upon follow-up; case was upgraded to incident. In addition non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 12-nov-2015 with the final ptc (ptc global number: (B)(4)) investigation result: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-nov-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain immediately after essure (fallopian tube occlusion insert) insertion. Additionally, she developed bleeding between periods. She was submitted to a hysterectomy due to her pain. These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer developed pain in close association with essure procedure. Therefore, causality with the suspect insert cannot be excluded. Regarding her bleeding (interpreted as genital bleeding); it started more than 6 years after essure placement. Although temporal relationship for this event is weak, since no alternative explanation was provided; causality with essure cannot be excluded. This case was initially considered a non-incident. However, since a hysterectomy for device removal was reported upon follow-up; case was upgraded to incident. In addition non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.